Manufacturer narrative:
Manufacturing review: the sample was returned from the user facility; therefore, device evaluations was performed. Lot history review revealed this is the only complaint for corporate lot number gfdr0558. The DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned from the user facility; therefore, device evaluations was performed. The evaluation confirmed the lutonix dcb allegedly ruptured at 8 atmospheres (atms) on the first inflation while treating the target lesion. It was reported, the hcp prepared the target lesion with a csi shockwave atherectomy device. Upon the first inflation to 8 atm, the balloon allegedly ruptured. The lutonix dcb was removed without difficulties. The returned sample analysis revealed a longitudinal material rupture extending less than a 1 mm in length along the length of the balloon, approximately 132 mm form the distal marker band. The catheter was kinked in multiple locations and the distal tip was damaged. Therefore, the returned sample analysis is consistent with a lutonix dcb being used in a calcified lesion. The root cause of the material rupture could not be determined based upon the available information received from field communications and the returned sample analysis. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, a drug coated balloon (lutonix) allegedly ruptured during first inflation. Reportedly, the balloon was removed without any issue. No other information was provided. There was no reported patient injury.